Event description:
It is reported that the tip of the driver sheared off.

Manufacturer narrative:
Evaluation: as returned, the magnetic tip has fractured and can be removed from the remaining portion of the shaft. Device history records have been reviewed and appear to be conforming. The device has a potential field age of approximately 3.5 years. After investigation, it was determined that the welding process could be improved for the application of this device. A design change was made in july 2008.